Manufacturer narrative:
Qn#(B)(4). MDR report key/report number: (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Complaint from maude database: narrative from staff: infant's nasal cannula prongs found during morning routine hands on care with one side of the tubing disconnected/broken at hub. Infant not receiving full amount of air flow as ordered. Unknown when disconnection happened. Manufacturer response for hudson rci comfort flo nasal cannula. Premature., comfort flo nasal cannula (per site reporter): manufacturer representative is working on gathering information and device will be provided to him once a shipper kit is sent to us.

Manufacturer narrative:
(B)(4). MDR report key/report number: (B)(4).

Event description:
Complaint from maude database: narrative from staff: infant's nasal cannula prongs found during morning routine hands on care with one side of the tubing disconnected/broken at hub. Infant not receiving full amount of air flow as ordered. Unknown when disconnection happened. Manufacturer response for hudson rci comfort flo nasal cannula. Premature., comfort flo nasal cannula (per site reporter): manufacturer representative is working on gathering information and device will be provided to him once a shipper kit is sent to us.